Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issue happened prior to starting the procedure - pre-anesthesia. The ports were not placed on the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly .061" x .106" in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operation room (or) technician was unable to put on the monopolar curved scissors (mcs) tip. The technician attempted multiple times, but the issue was not resolved. The technician noticed the missing piece at the tip. The procedure was completed as planned with no reported injury.